Event description:
It was reported that the lead was explanted due to a decrease in pacing impedance and r-wave amplitude. T-wave oversensing was also observed. During the extraction, the lead was damaged at the proximal end of the rv coil; however, an insulation break was noticed.